Event description:
The manufacturer received info alleging a ventilator's ac connection was defective. There was no harm or injury reported.

Manufacturer narrative:
The ventilator was returned to the manufacturer for eval and the customer complaint was confirmed. The device's power supply will be replaced to address the issue. The device has been evaluated but the components have not been replaced pending customer approval of estimate.